Manufacturer narrative:
Located 28.0 cm off the green introducer's distal tip, the dpu protrudes outside the sheath for 88.0 cm before entering the resheathing tool. Located at the distal tip of the skive is severe mechanical sheath damage resulting in an opened skive. Note that the coil was returned damaged as viewed through the sheath. The proximal end of the coil has buckling and stretching damage. Located off the ball tip, the first secondary winding has been bent and twisted. This caused the first half of the first secondary winding to angle (bent) off the remaining coils. The coil was returned severely damaged. Two contributing factors were found that may have produced the complaint event. The primary contributing root cause of the resheathing difficulty occurred when the resheathing tool was advanced over the proximal end of the green introducer sheath. This caused severe mechanical sheath damage. This damage opened up the skive allowing the device positioning unit (dpu) to protrude outside the sheath. In this condition resheathing the unit cannot be performed. For optimum product performance and to prevent potential complications; the instructions for use (IFU) recommends; ¿return to the infusion microcatheter¿s rhv. Loosen the rhv and gently slide the introducer tip out from the rhv; over the dpu wire. Once a small section of the exposed dpu wire is visible; tightly grasp it with the thumb and forefinger of the same hand that is holding the rhv. Using the thumb and forefinger of your other hand; grasp the introducer tip; slowly slide it away from the rhv over the dpu wire. Continue sliding the introducer tip until just before the tip reaches the distal end of the re sheathing tool; leaving approximately 1 inch of the unsheathed introducer sheath still visible.¿concerning the secondary contributing factor; the evidence strongly suggests that distal interference produced excessive tension to the dpu which caused it to protrude outside the sheath. In this condition resheathing the unit cannot be performed. It is possible that this interference was related to the coils inability to be fully advanced into the aneurysm. The exact circumstances of how this damage occurred cannot be determined. In addition; without the return of the sl-10 microcatheter and the y adaptor used in the procedure; it cannot be determined if these components contributed to the complaint event. Although a definitive conclusion cannot be made, based on the analysis, it appears that procedural factors related to the unsheathing process as addressed in the IFU is a possible factor contributing to the event. Additionally, review of this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time. This is report 1 of 2 related to (B)(4). This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations - 21 cfr part 803, medical device reporting.

Event description:
The coils could not be resheathed. There were multiple aneurysms in a same patient; which are a middle cerebral artery (mca) bifurcation aneurysm and an ipsilateral anterior communicating artery (acom) aneurysm. The size of mca bifurcation aneurysm was 4.4x6.8x5.1 mm and 5.1x4.6x6.3 mm for the acom aneurysm. He used a presidio 5mmx17cm coil for framing the mca bifurcation one. And he used the first 3mmx6cm deltapaq but he felt it was too small. So he decided to change it into 4mmx10cm deltapaq and tried to re-sheath the 3mmx6cm deltapaq but it couldn¿t be re-sheathed. The introducer sheath couldn¿t encapsulate the delivery wire. The same thing happened again with another 3mmx6cm deltapaq coil when he treated the acom aneurysm. After using presidio 5mmx17cm coil, deltapaq 4mmx10cm coil and another deltapaq 4mmx10cm coil and he tried to use deltapaq 3mmx6cm coil but part of the coil continued coming out from the aneurysm sac. So he decided to down-size to another coil and tried to re-sheath the 3mmx6cm deltapaq coil but the same thing(re-sheathing failure) happened again. Both deltapaq 3mm x 6 cm coils were returned and failure analysis found one of them to be severed from itself and stretched.